Manufacturer narrative:
Summary of evaluation: evaluation results recived from howmedica leibinger in freiburg, germany, suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The pt's parents heard a "popping" noise towards the end of the distraction period. They brought the child to the dr and discovered that the rod broke at the joint. Since the distraction process was almost completed, the dr only removed the rod from the pt and left the distraction frame in place. This event did not cause any adverse consequence to the pt or surgical delay.